Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 d6b g1 h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late, pain, concern with the product, and "lumps". Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side "implant exchange from textured to smooth, and lumps." Patient also reported "fluid around breast implant" and "breast pain." Device remains implanted.